Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Computerized tomography (CT) scan showed the right ventricular (rv) lead had perforated the anterior wall with thrombus forming. An echo revealed there was minimal pericardial effusion. The following issues were noted on the rv lead: alert for high thresholds, loss of capture, undersensing, small r waves. Small p waves were further noted on the right atrial (ra) lead. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.